Manufacturer narrative:
Concomitant therapies: juvéderm® ultra xc, juvéderm vollure¿ xc (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "cellulitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the cheeks with one syringe of juvéderm voluma® xc, in the nasolabial folds and lips with one syringe of juvéderm® ultra xc, and the oral commissure lines and marionette lines with one syringe of juvéderm vollure¿ xc. Nine days later, the patient experienced ¿cellulitis¿ in between the cheeks and nasolabial folds on the right side, and again underneath the eyes and in between the cheeks and nasolabial folds on both sides. The patient was treated with steroids and antibiotics on three different occasions by three different health professionals with the first treatment on the date of noses, the second a month later, and the third treatment 1.5 months later. The patient consulted with an eye doctor who advised the patient they needed to have the product dissolved. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00387 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2020-00388 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.